Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 18db0376 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
Per medwatch: following placement of PICC line to right upper extremity, rn removing guidewire had difficulty and felt resistance. When wire pulled out the end was frayed.